Event description:
It was reported that during a follow up, high shock impedance was observed. The physican screwed off the lead from the device, washed the lead's connection and screwed back the lead and the value of shock impedance was in range.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.